Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00186, 00214 and 00252. Software version installed is 1.69. Per the clinical review on 04/21/2015: the reported issue was that the saturated venous oxygen (svo2) measures of the bpm did not match those measures of a lab analyzer in every case, in this case the measured svo2 (bpm) was 61% whereas the pt blood gas svo2 was 81%. Per the perfusionist (ccp), this has been an issue from start to finish in every single case since they have received the software upgrade where the svo2 reads lower than the independent analyzer. All of the cases have been adult cases that have had no unusual drugs, pt condition, or hardware/disposable issues associated. The bpm passes all start up tests including color chip test. Add'l in-vivo calibrations were done, but it still reads incorrectly after each recalibration. No error codes of any kind were displayed. The cases were completed successfully, without delay and without associated blood loss. There were no pt treatments based solely on the bpm svo2 data. There was no harm observed.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the reported complaint was not duplicated by testing on the blood loop. No venous oxygen saturation (sv02) inaccuracies were observed after an in-vivo calibration was performed. The sv02 values were found to be inaccurate prior to an in-vivo calibration, but with the new software no accuracy is claimed until one is completed. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hematocrit saturation (bpm). The bpm read 61 and the point of care (pic) blood gas monitor read 81. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.